Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call on (B)(6) 2016 customer experienced problems with set, changed it and started having high blood glucose. Quick set was installed; blood glucose was over 600mg/dl. Customer did self-test; changed set and noticed blood glucose went down. Customer felt weak and had blurry eyes. Customer's current blood glucose was 159mg/dl. On (B)(6) 2015, the customer's husband called to run high pressure test. Customer's blood glucose was 123mg/dl. The insulin pump passed high pressure test. Customer had high ketones. Customer treated with pump, but she was still high. Customer treated with syringe. On (B)(6) 2015 by medtronic via contact us, customer stated she's had issues with delivery system. Explained she's been having lows and highs. She suspects she had defective reservoirs. On (B)(6) 2016, the customer had air bubbles, the plunger never fit into place well and it was very difficult to purge the air bubbles. Customer stated she started a new box and the problem went away.